Manufacturer narrative:
Initial reporter address was not provided.

Event description:
The customer ran blood glucose tests on 2 breeze2 meters and received readings of 54 and 313 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Only the meter information was provided the test strips were to be returned for evaluation. Replacement test strips and a new meter were sent to the customer